Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity decreased from 57 percent remaining to 16 percent remaining in approximately one and a half months. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual elevated rate and suggested the device be explanted for suspected premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity decreased from 57 percent remaining to 16 percent remaining in approximately one and a half months. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual elevated rate and suggested the device be explanted for suspected premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. Additional information was received that the s-ICD was explanted for suspected premature battery depletion. A new s-ICD was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity decreased from 57 percent remaining to 16 percent remaining in approximately one and a half months. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual elevated rate and suggested the device be explanted for suspected premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. Additional information was received that the s-ICD was explanted for suspected premature battery depletion. A new s-ICD was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.